Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision fusion. Primary implant date: (B)(6) 2010. Revision for a broken screw l5/s1 non union, rods broken at s1 -iliac. Ae to patient; non union and pain. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report, no further information will be forthcoming.

Manufacturer narrative:
(B)(4). One si polyaxial screw 7 x 50 mm was returned to the customer quality unit for evaluation. Visual examination found that the polyaxial screw had fractured at the polyaxial screw shank. Device was then sent to fracture analysis for analysis. The fracture analysis reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw becoming fractured cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.